Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Cause of infection is unknown. In the consecutive procedure, tm tibial cone was not revised. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that the patient had an initial knee arthroplasty on unknown date. Subsequently, the pmi group is requesting either a 27 mm poly or 30 mm poly for a revision on an unknown date due to infection. On 09/12/2017, medical usage of the revision surgery was provided. Tm tibial cone is the only tmt design controlled part. According to available information on 01/11/2017, tm tibial cone was implanted and on (B)(6) 2017 only the articular surface was exchanged due to infection. Tm tibial cone was not revised. Infection occured less than 1 yr post-op.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.